Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis possible defects and adverse events include the following: incomplete component deployment and surgical conversion. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2024, this patient underwent endovascular treatment of a left common iliac artery aneurysm using gore® excluder® aaa contralateral leg endoprosthesis. Upon deploying the contralateral leg endoprosthesis, it was moved proximally, and the right common iliac artery was covered by the device; however, even the right common iliac artery was covered by the device, there was still blood flow. The procedure was moved to full evar. After the trunk-ipsilateral leg component was deployed, it difficult to cannulate the contralateral gate with a guidewire due to the contralateral gate was compressed, and attempts were not successful. Therefore, the procedure was moved to surgery, and a femoral-femoral bypass was created. The patient tolerated the procedure.